Manufacturer narrative:
B3/d10: the event occurred each day between (B)(6) 2023 through (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused. The events were further described as "still had antibiotic left", balloon in the device was "not fully deflated", and "antibiotic underinfused". This was discovered during patient infusion. The devices were filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: march 15, 2023- march 16, 2023. H10: the actual devices were not available; however, three (3) photographs were provided for evaluation. A visual inspection was performed using the naked eye which showed all three (3) devices with residual fluid in their respective bladder.the reported condition was verified. Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.